Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had eroded through the skin. No medical intervention was reported. No further information was provided.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information on (B)(6) 2018, indicated that the patient developed an infection, necrosis of the tissue and extravasation of the device from the skin. The device was explanted.